Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with high right ventricular pacing lead impedance alert. Device interrogation revealed out of range high impedance. Noise was not reproducible with isometrics. Scheduling the patient for lead replacement was discussed. No further information is available.